Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 200 mg/dl before they went low. The caller did not mention how the customer was treated. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer could not be reached. The caller stated the pump did not alarm and did not suspend insulin delivery. The insulin pump will not be returned for analysis.